Manufacturer narrative:
Other: exposed sharp edges on the broken siderail assembly.

Event description:
It was reported the siderail hyper-extended and broke. There were exposed sharp edges. There was no reported pt involvement or adverse consequences.